Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that if the patient turned their stimulation up high enough to the point where it could help them and if they moved a certain way they got zapped from their neck down to their feet. The patient stated that if they decreased stimulation then it was not effective. The patient had the ability to change stimulation and this did not resolve the issue. When the patient changed stimulation, the patient did not get zapped but then it did not help with the pain. The patient tried other groups, but the issue did not resolve. The issue happened on both programmed groups. The zapping from the implant was reported to have started on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that it takes the patient a while to change positions and had a lot of movements and jerks in between positions. While the positions take place, the patient was getting "zapped." The representative stated there was not one specific position this occurs in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins). It was reported that the patient was still experiencing zapping. The patient stated the ins had done "more harm than good". They noted when they moved a certain way they got a "shock like a stun gun" when they moved around. They stated if they moved the wrong way it would zap and hurt them. The ins was still not effective for the patient. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.